Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154atg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006; product ID 5568-45 implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds and no capture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.